Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. (B)(4). The device was not returned for analysis. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions to address this issue have been implemented. The performance of these devices will continue to be monitored.

Event description:
Newly reported information indicates that the 6x60, 5x60 and 5x60 armada balloons were inflated to nominal pressure and all three devices completely failed to inflate. No additional information was provided.

Manufacturer narrative:
(B)(4). The four other armada 35 devices referenced are being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion with mild calcification in the hand. A 6x150mm armada 35 percutaneous transluminal angioplasty (pta) balloon catheter was advanced toward the target lesion, the balloon was inflated to rated burst pressure (rbp) and did not fully inflate. A leak was noted at the strain relief. The device was removed and replaced with a 7x150mm armada 35 that was advanced toward the target lesion, the balloon was inflated and did not fully inflate. A leak was also noted at the strain relief. A 6x60mm armada 35 was advanced toward the target lesion, the balloon was inflated and the balloon completely failed to inflate. A leak was noted at the strain relief. Two 5x60mm armada 35 were individually advanced toward the target lesion, the balloons were inflated and the balloons did not inflate. A non-abbott balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. Additional information was requested.